Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Customer does not want a new product replacement; customer requested a new control solution only.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified test strips expire 10/14/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 260mg/dl and 2662mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:customers concern: with 306mg/dl on (B)(6) 2016 9:41:00 am. Customer does not want a replacement. Customer solely wants control solution. I will send 3 levels control solution as requested.